Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the patient presented with an elevated white blood count and severe back pain. There was a postoperative diagnosis that the patient had sepsis. Computed tomography (CT) scan revealed some stranding was noted, there was a very faint uptake and it was unclear whether or not the graft was infected; however due to patients increasing back pain, exploration with possible explantation of the devices and revascularization was recommended. The physician chose to explant the infected gore® excluder® aaa endoprostheses. The physician then performed aortic reconstruction with an aortobiiliac cryopreserved hemograft including drainage of the aortic abscess with extensive debridement of necrotic and infected tissue of the infrarenal abdominal aorta. Additional debridement of the aortic wall was then carried out including removal of some of the thrombus and cauterizing the edges. The whole area was then thoroughly irrigated with antibiotic solution. The left internal iliac artery appeared chronically occluded. A local endarterectomy was performed on the left external iliac artery, which had plaque proximally. There was estimated 2.3 liters of blood loss during the case, the physician accounted for most of the loss due to oozing throughout the case due to the inflammatory process surrounding the aortic aneurysm, the proximal neck, and its distal iliac bifurcation. The case was concluded and the patient had excellent pulses and tolerated the procedure.